Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 600 mg/dl. A trace level of ketones was present. A manual insulin injection was administered to address bg. Cause of event was not known. Customer declined tandem technical support's offer to perform a pump system check.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, a different issue was identified.